Manufacturer narrative:
A review of the manufacturing records showed all manufacturing requirements were met. No patient injury was noted during the treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found glowing or sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
An evaluation of the treatment tip concluded that the foil on the tip was damaged, available images were also reviewed. Based on all available information no causal factors can be determined and no conclusions can be drawn.

Event description:
A distributor reported a spark from the tip occurred while a customer was performing a thermage treatment. It was reported that the customer inspected the membrane and it was in good condition, no visible tear was seen. The tip was replaced and the treatment was completed. There was no patient injury.